Manufacturer narrative:
The ins was returned for analysis which is not complete as of the report. A f/u report will be sent when the device analysis is complete. The recharger was returned which tested to spec.

Event description:
It was reported the pt was having difficulty recharging their neurostimulator three weeks post implant. The pt was charging for the first time and was having issues with coupling and/or communication. The charging process had been reviewed with the pt three days prior. At that time three to four bars were noted on the coupling indicator of the recharger. It was reported the pt had been charging for 5 hrs and was not able to advance a charge level on the device. There was no swelling and the pocket was well healed. At times telemetry was lost completely necessitating a new charging session. Two days later the pt had the device checked with fluoroscopy to check orientation. The hcp reported the ins was not flipped. The hcp did not believe the ins was implanted too deep, however, it felt was "slightly tilted." The pt's recharger was replaced. The pt was able to communicate with the device, but still unable to charge. In 2008, the pt's stimulator was explanted and replaced with a non-rechargeable device. The pt was convinced the battery was defective. The pt recovered without sequela.